Event description:
Hcp reported the pt had an increased drug delivery after going on a trip. The pt had traveled from home (7,000 ft.) To another place (sea level). They were there for 3 weeks and had returned. Seven days later the pt began experiencing withdrawal symptoms including chills, nausea, and diaphoresis. The pump was refilled 5 days later. The pump's estimated reservoir volume was 4.3cc and their actual reservoir volume was .25cc. The pt is now reported to be doing fine.